Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) would not recharge, and the patient received inadequate pain relief and pain at the gluteal site where the ins was located. The device system was explanted. Additional information has been requested, a follow-up report will be sent if additional information becomes available.